Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on leaflet was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient (mpg) was 1mmhg. An xtw clip was inserted and was advanced under the valve. After opening the clip to 120 degrees, the clip became caught in the chordae and was unable to be removed. Although the clip remained in chordae, it was able to grasp both leaflets, reducing mr to a grade of 3-4. The mpg increased to 3mmhg. The physician wanted to try to further decrease mr, so a second clip was inserted. Grasping was performed, but mr was unable to be reduced. The mpg also increased to 8mmhg. Therefore, the physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure.